Manufacturer narrative:
G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that up until now, it was set to b, but when it was set to a, heard that stimulation would stop. The patient had pain, so a was used, but the stimulation felt was the same as b. Since the sensation of stimulation was the same regardless of whether group a or group b was used, advised to consult a medical institution. The person in charge will be present at the appointment in august and will discuss the matter then. If felt pain, advised to adjust the intensity according to their symptoms. The issue has not resolved. Additional information was received. It was stated that group a should be a tonic setting that feels stimulating, and group b should be a differential target multiplexed (dtm) setting that does not feel stimulating, but depending on the patient's posture, they think it was a common case that they feel a sense of stimulation even in b. Regarding further actions, the rep was present at the adjustment at the request of the doctor, so if they are called at the next consultation, they will come to support the doctor. They have not heard from the doctor so far, so we do not know what happened after that. Additional information was received. It was confirmed that adaptive stim was set for both programming settings. The next appointment is set for (B)(6) 2025.

Event description:
Additional information was received. It was reported that the distributor attended the outpatient adjustment for this case, but it s eems there were no particular issues with device usage. It was likely that the patient simply became less sensitive to the stimulation due to habituation. The exact cause is unknown. The ins serial number is unknown. The issue was resolved. Device was still in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.